Event description:
This 21 mm sjm trifecta valve was implanted on (B)(6) 2014. Two weeks after implantation grade 2 transvalvular leak was noted. The valve was explanted on (B)(6) 2014 and replaced with a perimount valve. At the time of the redo valve, concomitant procedures included CABG x2 and resection of myocardium.

Manufacturer narrative:
Correction: replacement valve.

Event description:
This 21 mm sjm trifecta valve was implanted on (B)(6) 2014. Two weeks after implantation transvalvular leak (grade 2) was noted. The valve was explanted on (B)(6) 2014 and replaced with a 21 mm sjm trifecta valve. At the time of the redo valve replacement, concomitant procedures included CABG x2 and resection of myocardium.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the observed transvalvular leak remains unknown.